Event description:
Allegedly this component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00255, 00257. This event occurred in (B)(6).

Event description:
There were 6 alleged revisions from (B)(6) 2009 to (B)(6) 2009 reported in the (B)(6). Three for cemented fixation. Two for cementless, and one for hybrid fixation. These revisions are not stratified by cause of revision or individual part numbers. Additional information is currently being requested from the registry about these revisions.

Event description:
Allegedly this component was removed during the revision of another component..

Manufacturer narrative:
Complaint history reviewed. Product not returned for evaluation. No lot/catalog number provided. Cause of revision is unknown. Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Conclusion: no device failure.complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.